Event description:
Pt sustained electrical burns from equipment. Dark brown burns the size of a quarter at 3 sites from emg leads were noted. 2 on the right anterior of the arm and 1 right posterior arm. Superficial skin sloughing noted. Injury required follow up with dermatology practice.